Event description:
A surgeon reports slight decentration of the lens and vitritis were identified following intraocular lens (iol) implant surgery. The eye was and continues to be calm with no corneal edema. The lens was repositioned successfully one week following the initial surgery, and the vitritis is being treated with antibiotics and steroids. The patient's current condition has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints refceived for this lot number.